Event description:
It was reported that during central processing, the wire was sticking out from the distal end of the double fenestrated forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed pitch cable at distal idler of the instrument. No damage was found on the pulley and clevis. Additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. The instrument has 8 uses remaining. On (B)(4) 2012 a follow up call was made out to the customer regarding the failure analysis findings. It was stated that no fragments were observed falling into the patient. The reported instrument issue was found during cleaning and sterilization. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.